Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Device not returned.

Event description:
Patient presented at clinic with right knee pain. Knee was a press fit tibia which was radiographically loose. Revision to cemented component without incident.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding tibia loosening involving a triathlon prim bead pa sze3 bp was reported. The event was not confirmed. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events referenced for this lot. Conclusions: the exact cause of the event could not be determined because no device and/or medical records were provided. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
Patient presented at clinic with right knee pain. Knee was a press fit tibia which was radiographically loose. Revision to cemented component without incident.